Manufacturer narrative:
Investigation conclusion; tested 5x retained devices with positive standard. All devices yielded valid and accurate positive results at the 15 minute result read time. Root cause; cannot duplicate with retains. Source; phone.

Event description:
False negative sars results received during comparison study. Pcr resulted positive, and sofia sars and resulted negative with samples collected concurrently. No information available regarding CT values or data regarding symptom onset.